Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: actual device evaluated. Result: wear problem.

Event description:
The customer owned device was previously returned to pentax medical from a customer on 02-sep-2020, and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 03-sep-2020: distal cap; fixed type failed epoxy seal integrity inspection, bending rubber pinhole, failed dry leak test, distal cap/ case cracked, failed wet leak test, rubber trim collar nut separate from rubber, insertion tube mild discoloration at stage 1, insertion tube mild discoloration at stage 2, insertion tube mild crush at stage 2. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, bending rubber, distal case/cap, rubber trim collar, o-ring(0.5x1.3). The video duodenoscope was delivered to the customer on 18-sep-2020 under delivery order (B)(4).